Event description:
New information received notes that no intervention was performed. Patient was in stable condition.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited low pacing impedance measurements. Patient status was unknown.